Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. Qc was acceptable on the day of the event. The alarm trace showed an abnormal sample probe aspiration alarm. Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with a pre-analytical sample handling issue.

Event description:
There was an allegation of questionable etoh2 ethanol gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial etoh2 result was 17.4 mmol/l. The first repeat result was 14.8 mmol/l. The sample was repeated on another module and the result was 0.5 mmol/l. The sample was repeated again on the original module and the result was 0.2 mmol/l. Gas chromatography/mass spectrometry (gc/ms) testing was carried out on the sample and the etoh result was <2. The date of testing and the units of measurement were requested but not provided. The initial result was reported outside of the laboratory. The second repeat result and the result from the other module were deemed correct. The analyzer serial number is (B)(4).